Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 3.6 cm diameter abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and is approximately 35mm in length. The left common iliac artery was 11-9.5mm in diameter and the right common iliac artery was 11-9mm in diameter. There was mild aortic neck angulation and thrombus. The proximal aortic neck had severe calcification. It was reported that during the index procedure, the physician had to push up device to clear the distal aorta thereby pushing the entire bifurcate device partially covering the right renal artery by 90 percent. A renal stent was implanted resolving the event however, the wiring caused renal artery perforation. At end of the procedure, no extravasation was seen. The physician stated that it appears to have tamponaded (stopped bleeding) at the end of procedure. The physician stated the event was related to the device and procedure. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of 2 still angio images during implant confirmed that the endurant bifurcate was implanted with the bifurcate proximal margin (proximal markers) at the level of the mid-ostium of the right renal artery. Only the suprarenal stents and the proximal 4cm of the bifurcate aortic body were visible in the images. The right renal artery appeared patent, and the left renal was not visible. The neck was essentially straight; the stent graft od at the level of the renals (scaled on the marker catheter) measured approximately 20mm. No other stent graft issues were observed. Another image showed that a wire was placed up the bifurcate and into the right renal artery. A renal stent may have also been placed; however this was difficult to visualize. There was little or no perfusion within the right renal artery, and the reported renal artery perforation was not visible in this image. From the films provided the cause of the inaccurate delivery could not be determined. Images during positioning and deployment of the bifurcate were not available for return. It is possible that pushing up the device during deployment, in order to clear the distal aorta, may have partially covered the right renal artery. Placement of the renal stent likely contributed to the renal artery perforation, which resolved post-intervention.

Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (physician had to push device to clear distal aorta).